Event description:
Thermocool catheter experienced resistance from preface sheath while being removed. Both catheter and sheath were removed together. No patient injury was reported.

Manufacturer narrative:
IFU states under precautions: "do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the procedure and use fluoroscopy to determine the cause. If significant resistance is encountered during introduction, use a 10f or larger introducer."